Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate (B)(4). The initial and f/u info received on (B)(6) 2008, respectively, was processed together. This case involves a (B)(6) female pt who received an application of poly-l-lactic acid (sculptra) sometime in (B)(6) 2006. There was no relevant history reported and no concomitant drugs taken. Sometime in (B)(6) 2008, the pt noticed the presence of nodules at the local application site (malar and fold region) of poly-l-lactic acid. The pt had only received the one application. Corrective treatment, if any, was not specified. At the time of this report, the event remains ongoing. (B)(4). Reporter's causality assessment: not provided. Add'l info received on (B)(4) 2008: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Add'l info received on (B)(6) 2008: the physician reported that the pt's last application of poly-l-lactic acid was sometime in (B)(6) and he classified them as "delayed nodes." Add'l info received on (B)(6) 2008 from the physician: the pt complained of indurate nodules (clinical masses and not visible) at the injection site 20 months later the last application on the face (one application monthly for three months-total of applications were three). The pt denied local or systemic symptomatology. Solution amount used to reconstitute product was sterile water for injection 5ml. Lidocaine 1ml, size of syringe 5ml; 18g 1/2 inch needle was used and solution was added slowly to the vial. The product was reconstituted 24 hours prior to use. Product stores at room temperature (maximum 30 degrees celsius). After reconstituted, the product was handled with vigorous shaking. The size needle used to draw the product up into syringe for injection was 18g 1/2 inch. The type of syringe used to implanting (injecting) product was luer-lok. The size/length needle used for implanting (injecting product) 26g 1/2 inch. The product was injected as follows: area: cheek, right side amount injected: 1.5ml, left side amount injected: 1.5ml. Area: nasolabial folds, right side amount injected: 1.0ml, left side amount injected: 1.0ml. Area: marionette lines, right side amount injected: 0.5ml, left side amount injected: 0.5ml. The physician reports that there was 30 days between each injection. The needle needed to be changed due to clogging 5 times.